Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: after the rectum on the anus side was resected with the egia roticulator 60-4.8 device, the dst anastomosis was done. After firing, the device could not be removed. The surgeon tried several times, but could not. When the device was pushed to the oral side, the rectum was split off. Anvil head was removed from the split part and the stapler was removed from anus. There was no problem with anastomized part. The split part on rectum was sutured by hand. No bleeding occurred. Nothing fell into the pt cavity. So far, the pt is doing well after the operation.